Manufacturer narrative:
H11: correction in b5.

Event description:
It was reported that during an arthroscopy, t2 implant of two (3) fast fix 360 could not be deployed as the trigger got stuck after t1 was deployed. The t1 implant was removed from the patient via soft tissue shaver and arthroscopic scissors . The procedure was completed with a smith and nephew back up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy, t2 implant of two (2) fast fix 360 could not be deployed as the trigger got stuck after t1 was deployed. The problem occurred twice in a row. The t1 implant was removed from the patient via soft tissue shaver and arthroscopic scissors . The procedure was completed with a smith and nephew back up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed that they are not in their original packaging. The insertion devices were returned in the pret1 setting with no suture or implants returned. There is biological debris in the channels and on the devices. A functional evaluation was performed on the returned device and found they do not cycle as designed. The actuator bar sticks in the biological debris clogging the channel. The failure to cycle have been determined to be related to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include clogging of the channel with debris. No containment or corrective actions are recommended at this time.